Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection of the actual sample revealed that the core wire was exposed from about 45 mm to 397 mm from the distal end and the outer layer had been fractured at about 51 mm from the distal end. Magnifying inspection of the actual sample revealed: the circumferential half portion of the outer layer was missing about 352 mm in length from about 45 mm to 397 mm from the distal end. The outer layer had been elongated at the fracture ends (at about 51 mm from the distal end). The outer layer had been twisted at about 397 mm from the distal end. A step in the outer layer was observed at the distal end of the peeling area (about 45 mm from the distal end), while the proximal end of the peeling area (about 397 mm from the distal end) was in a gentle slope shape. Scratches occurred in the distal direction were observed about 417 mm from the distal end. Electron microscopic inspection of the actual sample revealed: the outer layer seemed to have been pulled and torn off at the distal end of the peeled area (at about 45 mm from the distal end). The outer layer seemed to have been pulled and torn off at the fracture ends (at about 51 mm from the distal end). The proximal end of the peeled outer layer peeling area (at about 397 mm from the distal end) and the scratches (at about 417 mm from the distal end) were in an arc shape. The surface of peeled outer layer was smooth. Multiple creases were observed on the outer layer near the fracture ends. The outer diameter of the undamaged area was confirmed to meet the control standard and no anomaly was noted. Simulation test: it is known from experience that the outer layer may be peeled when the guidewire m is used in combination with a metal needle. In such a case, the characteristics seen in a guidewire are as follows. Circumferential half portion of the outer layer is peeled. The fracture surface of the outer layer is smooth. The distal end of the peeled outer-layer part seems torn off and is in a step shape. The proximal end of the peeled outer-layer part is in an arc shape and peeled in a gentle slope shape. These characteristics are similar to those observed in the actual sample. IFU states: do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the outer layer of the actual sample was peeled due to the combination use of the actual sample with a metal needle. The missing outer layer was assumable 352 mm in length. As for the fracture of the outer layer at about 51 mm from the distal end, it was presumed that the actual sample was subjected to a pulling load based on the elongation, the torn-off shape, and the creases observed on the outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Address- (B)(6) hospital. PMA/510(k)- k923607, k926214. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the radifocus glidewire m was used during the procedure. Sheared coating: the guide wire peeled off in vessel within a breast surgery, the patient sent to cath lab to remove the peeling part afterward. The patient impact was not reported. The procedure outcome was reported to be unknown.